Manufacturer narrative:
Device evaluation summary: device evaluation of electrode belt sn (B)(4) has been completed. The reported problem (damaged cable) was confirmed. Upon investigation the cable connecting the distribution node (dn) to ECG "c" was damaged, which caused the white wire inside of the cable to break free from the n2 terminal on dn. The root cause of the damaged cable could not be positively identified but was likely physical abuse. No adverse event resulted from the damaged cable. The pt received a replacement electrode belt.

Event description:
A zoll pt svc rep (psr) called zoll customer to report that a (B)(6) male pt's electrode belt was damaged. The pt was issued a replacement electrode belt.